Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were dividing the stomach in a laparoscopic sleeve gastrectomy, they had difficulty in pulling back on the black release knobs because it was sticking. They used another stapler to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional info: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. A visual inspection of the returned product noted both handle could fire without loading a reload first. Both instruments could be fired without pushing the green safety button. During the visual evaluation it was notice that the retraction knob was not completely retracted in none of the reported devices. Articulation cover was observed in the neutral position. Also, the firing rod was observed advanced, which is not a normal behavior of a device. The cover tube was removed and it was noticed that the firing rod component was severely bend. Retraction knob was not broken in none of the devices. However, the firing rod component being severely bend caused the retraction mechanism to lose its function. Since, the mechanism of the tube assembly remains in the unlock position when it should be locked to allow the user to fire the devices instead of the position expected when the retraction knob is fully retracted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged firing rod may occur if the device is mishandled roughly during the clinical procedure causing the firing rod to bend causing difficulty pulling back on the black release knobs (retract knob). The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.